Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant seems to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 300cc mentor memorygel breast implant and experienced left side capsular contracture; baker grade iii. As a result, the device was explanted at an unknown date.

Manufacturer narrative:
On march 12, 2022, mentor became aware of the following and corresponding fields have been updated on this form: - patient underwent revision breast augmentation - date of implant was (B)(6) 2021; field d6a has been updated - date of explant was (B)(6) 2021; field d6b has been updated manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 6, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 300cc breast implant was found to have a tear on the anterior view extending to the posterior view, measuring approximately 10.2 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).